Event description:
Follow up reported the problem was unknown. The patient underwent removal of motor cortex stimulation (mcs) hardware as they were not receiving any benefit from the therapy.

Event description:
It was reported the patient never had therapeutic effect or clinical benefit for last 2.5 years. The implantable neurostimulator was planted in the motor cortex area. The patient did feel stimulation and a contraction when being programmed. It was desired to program that patient to 0-, 2+, 3+. On (B)(6) 2012, the patient had impedance values in the normal limit without the question marks. On (B)(6) 2012, the patient had similar type impedances as the date of the report. Since then, the patient was not receiving good therapy/clinical response at either the (B)(6) programming sessions. The patient's therapy had been tested up to 5.1v. The original measurement at 1.5v and 210us was reported to be in normal ranges except, c1 with ??? And 03 with ???. The system was retested at 2.5v and 300us, with the following values: c0 792, c1 ???, c2 717, c3 792 01 996, 02 996, 03 996, 12 996, 13 1132, 23 ???. The repeating could be possible with older systems. It was difficult to decipher what was happening because the patient had not had therapy for 2.5 years and could not associate significant differences from historical values. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).